Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : b5, d1, d2, e1, e2, g3, g4, h2, h6, h10. No surgical note was communicated. The reported event could not be confirmed. The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality cannot be performed as the product reference and batch number were not communicated. The complaint data review regarding the batch number cannot be performed as it was not communicated. 3 similar complaints (including the current complaint) have been recorded regarding revision for optipac refobacin bone cement r-1 (all references) within one year. According to available data, the root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in the journal article that for refobacin bone cement r and optipac refobacin bone cement r several revisions for any reasons and revisions due to deep infections within one year postoperatively occurred after total knee arthroplasties in norway for the period 1997-2013. The current complaint is related to 120 revisions for any reasons concerning optipac refobacin bone cement r products. Attempts have been made and no further information has been provided. Journal article : oystein birkeland, birgitte espehaug, leif I havelin, ove furnes (2017) bone cement product and failure in total knee arthroplasty, acta orthopaedica, 88: 1, 75-81, https://doi.org/1 0.1080/17453674.2016.1256937.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Revision due to unknown reason. It has been reported that for refobacin bcr and optipac refobacin bcr several revisions and infections occured. The current complaint is related to the revisions over optipac refobacin bcr product. Journal article : oystein birkeland, birgitte espehaug, leif I havelin, ove furnes (2017) bone cement product and failure in total knee arthroplasty, acta orthopaedica, 88: 1, 75-81, https://doi.org/1 0.1080/17453674.2016.1256937.